Event description:
A facility reported that when the mlx 300 xenon lightsource w/australian power cord (00mlxau) was connected to the power outlet, it would not turn on. The customer checked the fuse and the two fuses were blown. The fuse was replaced and internal parts were checked for physical damage; no damage was found. It is unknown under which circumstance the event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) was returned for evaluation: device history record: DHR shows no abnormalities related to the reported issue. The technician¿s assessment of the xenon lightsource w/australian power cord confirmed the complaint reported by the customer; the unit did not turn on. Evaluation identified a failing power supply which required replacement. No manufacturing, workmanship, or material deficiency has been identified. The issue of power supply failure is being investigated under internal quality plan, opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).